Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.

Event description:
It was reported that there was artifact in the image on the 9600+ system. It was noted that the customer could not get rid of the artifact. It was also noted that the collimator light is out of adjustment. There was no report of pt injury.